Manufacturer narrative:
This report is based solely on reviewed clinical data from the device. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 694965 implantable tachy lead, (B)(6) 2007; 4193 implantable pacing lead, (B)(6) 2007. (B)(4).

Event description:
An event was reported under the block hf clinical study and classified as noise on the ventricular lead, inappropriate device detection, and far field r-waves on the atrial lead. The device and leads remain in use. No patient complications have been reported as a result of this event.